Event description:
Related manufacturer reference number: 2017865-2022-11393. Related manufacturer reference number: 2017865-2022-11396. It was reported that a patient presented in-clinic for a system explant procedure. Prior examination of the patient's pacemaker system had revealed an infection, with the patient complaining of irritation due to the infection. Upon opening the device pocket, the infection was confirmed and cultures were taken. The system was explanted on (B)(6) 2022, and a new system was implanted on (B)(6) 2022 following treatment of the infection using a temporary pacing lead and an external pacemaker. The patient was recovering and no additional patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.